Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with saw blade. It was reported that the saw blade was broken during use. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a gc587r - saw bl.f/gb128r 7/11/0.4/0.6/shk.105mm regarding an intraoperative breakage of the saw blade. It was reported by the subsidiary that we will not receive the product for investigation. No lot number available. According to the provided information, there were no consequences for the patient. Investigation: no product received, therefore a failure description is not possible. Conclusion and root cause: the failure is most probably usage related. Rationale: on the basis of the current information and without the product, a clear conclusion can not be drawn. It is possible that an overload situation led to the breakage of the saw blade. Based on the market surveillance and statistical analysis, there is no indication for a product / material problem. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.